Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an internal memory error. Despite our best effort in obtaining the information, it remains unknown what was the cause of the error. There was no information about the replacement of any part. Moreover, device logs have been not available for the further analyze of the issue. Therefore it has been decided to report this case in an abundance of cautions, as the provided description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/12/2015, corrected manufacture date: 10/28/2011, h3 other text : 4117.

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient involvement. Manufacturer ref.#: (B)(4).